Event description:
It was reported that during a routine device changeout, difficulty was encountering loosening the setscrew on the header of this device. Forceps were applied to the wrench and eventually the setscrew was freed. The explanted device was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High-powered visual inspection of the header identified no anomalies. Attempts to loosen the setscrew with the torque wrench normally packaged with this device were unsuccessful. The setscrew seal plug was removed and examination noted the setscrew was backed up all the way to the retainer ring and was stuck on the retainer ring. A torque watch was used to loosen the setscrew and measure the amount of force required to loosen it. The force required was more than allowed for in device specifications. This was due to the use of a torque wrench other than those approved for use with this model device. Once the setscrew was backed away from the retainer ring, it moved freely in both directions. Analysis did not replicate the clinically observed difficulty with loosening this setscrew.